Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call, the customer was hospitalized for high blood glucose above 600 mg/dl and diabetic ketoacidosis on (B)(6) 2017. Customer's spouse stated the customer has short time memory loss and forgot to change the entire set the night before, which caused the insulin pump to run out of insulin. Customer was treated with an IV and insulin drip. Once the blood glucose lowered they were put back on the insulin pump. Customer was wearing the insulin pump at the time of the hospitalization. Customer's spouse declined troubleshooting on the insulin pump. The insulin pump is not returning for analysis.